Event description:
The representative reported the patient had experienced withdrawal symptoms; the catheter was revised because the product had migrated out of the spine. The drug used in the pump was morphine. The patient has been managed with oral medications. Additional information has been requested from the physician.